Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not pass operational testing. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the als m4735a (heartstart xl defibrillator/monitor) indicating that the device experienced an operational test error. The operational test failed. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite by philips field service and the issue was confirmed. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and end of service (eos). No repairs were performed by philips. The device is confirmed to be non-functional, not working anymore and remains at the customer site. The customer was advised the device reached the end-of-life (eol), end-of-support (eos) statuses, and it cannot be repaired. The customer is resolving the issue with a contractual replacement for another device (efficia dmf100). No further action is warranted at this time.